Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: sedr01, ipg; implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that during a device changeout procedure the physician noticed the right ventricular (rv) lead exhibited high threshold levels. The physician chose to reposition the chronic lead in order to re-establish appropriate threshold levels. The lead remains in use. No patient complications have been reported as a result of this event.